Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit no longer stopped pumping gas, and adjustment was not possible. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Please see corrected field h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's allegation was not reproduced. Based on the results of the investigation, the possible cause and definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.